Event description:
It was reported the patient fell and experienced acute pain, regardless if the implantable neurostimulator was on or off. The patient felt a pulling sensation. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n293393. Product type: screening device. (B)(4).